Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems (B)(4). Olympus medical systems (B)(4) checked the subject device and found that the reported event. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus medical systems (B)(4), it was found that the c cover at the distal end of the subject device was cracked. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), omsc surmised that this phenomenon was attributed to the following. The external force being applied to the c cover such as hitting or scratching the area during transportation, storage, use, cleaning, etc. The external force being applied to the deteriorated c-cover resin due to the influence of chemicals during reprocessing during long-term use. If additional information is received, this report will be supplemented.